Event description:
Reportedly, the device was explanted at implant for unknown reasons. Replacement valve was not disclosed. No further details were provided. The device will not be returned as it was discarded at hospital. Information was learned through implant patient registry.

Event description:
Reportedly, the device was explanted at implant due to a failed ring repair. Mc3 ring was implanted for tap. Patient had a mitral regurgitation and myocardial infarction. Sjm tailor ring was implanted to correct mitral regurgitation. After the mc3 ring was implanted, there was a leakage observed and it did not stop. Customer decided to explant mc3 ring. Perimount 6900p valve was implanted as a replacement.

Manufacturer narrative:
Device was discarded at the hospital, and it will not be returned for evaluation. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Failed ring repair. Device will not be returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.